Event description:
This case was initially received via regulatory authority (B)(4) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of procedural pain ("tremendous pain during placement of inserts, with contractions, and several hours after, pain worsened, inability to walk at normal speed, to run, to remain standing for several minutes in a row, impossible to work") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced procedural pain (seriousness criteria medically significant and intervention required) and complication of device insertion ("the gynaecologist told me at the time that she had only managed to entirely insert one of the two devices"). On (B)(6) 2017, the patient experienced groin pain ("pain in groin"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with spasfon, paracetamol (doliprane), flurbiprofen (antadys) and surgery (inserts removed on hysteroscopy under general anaesthetic, also tubal ligation performed). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the procedural pain had resolved. At the time of the report, the complication of device insertion outcome was unknown and the groin pain, back pain and abdominal pain lower had resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, complication of device insertion, groin pain and procedural pain with essure. The reporter commented: tremendous pain during placement of inserts, with contractions, and then several hours after. The gynaecologist told me at the time that she had only managed to entirely insert one of the two devices. Within two days after placement, I developed other pain including pain in groin, lower back and lower abdomen that became more and more unbearable as the days passed. None of the pain-killers provided relief. Only lying down limited my suffering. The pain mentioned above immediately resolved after removal of inserts under general anesthetic. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced procedural pain ("tremendous pain during placement of inserts, with contractions, and several hours after, pain worsened, inability to walk at normal speed, to run, to remain standing for several minutes in a row, impossible to work") starting with insertion. It was reported that only one of the two devices was inserted entirely. Two days later further pain appeared, namely lower abdominal, groin and back pain. Essure was removed via hysteroscopy and a tubal ligation was performed two and a half weeks after its placement. The reporter provided no assessment of the causal relationship between procedural pain and essure. Procedural pain is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. In this present case, the pain occurred right after essure insertion. Although the insertion was not uneventful as only one device could be inserted entirely, which could lead to increased postoperative pain, given event's nature, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information cannot be requested.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4) ) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of procedural pain ("tremendous pain during placement of inserts, with contractions, and several hours after, pain worsened, inability to walk at normal speed, to run, to remain standing for several minutes in a row, impossible to work") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced procedural pain (seriousness criteria medically significant and intervention required) and complication of device insertion ("the gynaecologist told me at the time that she had only managed to entirely insert one of the two devices"). On (B)(6) 2017, the patient experienced groin pain ("pain in groin"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with spasfon, paracetamol (doliprane), flurbiprofen (antadys) and surgery (inserts removed on hysteroscopy under general anaesthetic, also tubal ligation performed). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the procedural pain had resolved. At the time of the report, the complication of device insertion outcome was unknown and the groin pain, back pain and abdominal pain lower had resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, complication of device insertion, groin pain and procedural pain with essure. The reporter commented: tremendous pain during placement of inserts, with contractions, and then several hours after. The gynaecologist told me at the time that she had only managed to entirely insert one of the two devices. Within two days after placement, I developed other pain including pain in groin, lower back and lower abdomen that became more and more unbearable as the days passed. None of the pain-killers provided relief. Only lying down limited my suffering. The pain mentioned above immediately resolved after removal of inserts under general anesthetic. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: procedural pain. The analysis in the global safety database revealed 177 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device evaluation received. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.